Manufacturer narrative:
This device was included in that field action, and returned product testing found the device did perform as described in the field action.

Event description:
It was reported that a lead warning was triggered for the superior vena cava coil and the lead does not have a superior vena cava coil. The coil out of range monitor will be turned off. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.